Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 04/24/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: nineteen samples of product were returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing packaging criteria were met prior to the release of this batch. Per the conditions of the samples, no performance pull off suture needle was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported an animal underwent an unknown procedure on an unknown date and stainless steel suture was used. At the extraction of the shuttle, the needle pulled away from the thread after some tissue crossings, without any force applied. Use of another device to complete the procedure. No patient consequence.